Manufacturer narrative:
B5: updated to include information previously received. H3: the device serial# (B)(6) was returned for analysis. Analysis found no anomalies. The device passed all tests performed. No functionality failure was detected on the device. Upon further review, it was determined that the information submitted in previous manufacturing report 2182207-2025-02424 on 2025-sep-16 pertains to this event. All event information, and any future new information will be documented and submitted in this report. The associated lead information in previously submitted in manufacturing report 2182207-2025-02424 no longer is applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The manufacturer representative reported that stimulation was slowly being increased on (B)(6) 2015 during the trial and the patient experienced a sudden electric shock at the site of stimulation (penis). It was unknown why there was a sudden surge in stimulation/unwanted stimulation. The patient screamed to ¿turn it off¿ repeatedly until it could be turned off. It was stated the patient was ¿too frightened¿ to switch it back on to further investigate. However, there wasn¿t anything unusual about the stimulator¿s program or level of stimulation based on the settings seen on the remote screen. The lead also seemed to be complete without fracture, according to the patient controller. It was indicated the lead was implanted on (B)(6) 2015 and was to be removed on (B)(6) 2015. It was noted the patient had a history of mental issues. No further information was reported. Additional information was received from the patient through a letter from their lawyer. The letter described the shocking incident as follows. It was reported the patient was sitting quietly in a chair while a manufacturer representative (rep) adjusted the controls of the stimulator, when ¿in an instant¿ the patient was ¿in extreme pain.¿ the patient ¿could not move a muscle;¿ the patient¿s hands gripped the sides of their chair, they were frozen in place, muscles locked, in a half-sitting position in the chair.¿ the patient stated that they ¿had no control¿ and that they were screaming ¿ ¿screaming was the only action that was working.¿ it was reported the ¿shock spread across their chest, through their head, into their abdomen, and down both legs. The patient stated that it felt like ¿a thousand fists were hitting them and a thousand bees were stinging them inside and out.¿ after about 30 seconds, the ¿eventually regained control and deactivated the device;¿ the ¿electric shock and pain stopped as unexpectedly as it started.¿ the incident ¿seemed like an eternity¿ according to the patient and was ¿too long.¿ a physician then checked the patient¿s pulse after the shock and the patient was ¿shaking involuntarily.¿ the patient stated that they had ¿survived an encounter with a properly functioning¿ nerve stimulator. As the patient was ¿shaken¿ and ¿could not face surgery that day,¿ the patient¿s physician canceled the implant procedure after examining the patient. The patient stated the device was a ¿flawed and dangerous piece of technology.¿ there were no further complications reported or anticipated.